Event description:
Customer reported that a new set was leaking. The customer stated the pharmacy had spiked the tpn bag and primed the set before delivering it to ICU. The nurse started the infusion. About 15 minutes after the infusion was started, she noted fluid leaking into the pump chamber and saw a small hole in the silicone segment near the upper fitment. She changed the set immediately and there was no further problem. There was no pt harm and no medical intervention was required. Customer stated no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.